Event description:
A surgeon reports dissatisfaction with patient outcomes. Additional information provided by the surgeon did not indicate the type of treatment received, however, both eyes were treated. This report is for the right eye, the left eye is being reported under manufacturer report # 1061857-2009-00070. Postoperatively, this patient exhibited an overcorrection in the right eye. It is unknown if the surgeon feels this patient is harmed / injured. Additional information provided by the surgeon indicates he plans an enhancement to address this patient's overcorrection.

Manufacturer narrative:
A surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of the patient's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications.